Event description:
It was reported that the customer experienced high blood glucose between 300 and 400 mg/dl. It was stated that the sensor reading are 100 points apart from the blood glucose value. Current reading was 340 mg/dl; treated with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. The cannula was not bent or occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.